Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the programmer liquid crystal display (lcd) was not working and causing boot up failures. The lcd was replaced. The hard drive was reconfigured and the software was updated and reloaded and updated software. The programmer passed all final functional, safety, and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was slow to boot up. It was noted that the display and the stylus were not active when the programmer was booted up. Multiple reboots and troubleshooting failed to resolve the issue. The programmer returned into service. There was no patient involvement.